Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission showed that the right atrial (ra) lead threshold was high and the pacing impedance had increased. The lead remains in use. No patient complications have been reported as a result of this event.